Event description:
On (B)(6) 2013, it was reported that the patient's mother thinks her daughter's infusion device has been delivering too low an amount of insulin since (B)(6) 2013. Her blood glucose level has been elevated as high as 280 mg/dl. Correction of the elevated levels have been done via the infusion device with a temporary basal rate of 200%. She stated that on (B)(6) 2013 three boluses were canceled without her canceling them. The patient's mother switched her to the backup infusion device and did not have any further problems. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.